Event description:
It was reported that a patient with a 27mm 3000 pericardial aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to aortic stenosis. The tavr procedure was performed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6. The device history record (DHR) was not reviewed as the device serial number was not provided. Since the implant duration of the valve is unknown, as a conservative approach, an implant duration of both less than 5 years and greater than 5 years is being considered. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including coronary artery disease (cad). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including coronary artery disease (cad).

Event description:
It was reported that a patient with a 27mm 3000 pericardial aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to aortic stenosis and regurgitation. The patient initially presented with lightheadedness and lower extremity edema. The tavr procedure was performed with a 26mm 9750tfx transcatheter valve and concluded with the patient in stable condition.